Event description:
It was reported upon interrogation of this cardiac resynchronization therapy defibrillator (crt-d) an error code 1006 was declared. Technical services (ts) recommended to perform a save to disk. Additionally, ts informed the patient is not protected and recommended to replace the device and send the device back for analysis. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this device was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported upon interrogation of this cardiac resynchronization therapy defibrillator (crt-d) an error code 1006 was declared. Technical services (ts) recommended to perform a save to disk. Additionally, ts informed the patient is not protected and recommended to replace the device and send the device back for analysis. At this time, the device remains in service. No adverse patient effects were reported.